Manufacturer narrative:
(B)(4) - device evaluation: the cartridge was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she has had loss of primes for the past week and a half. She stated that the loss of primes occur randomly and sometimes within two hours of each other. The patient stated that she had hypoglycemia (levels not provided) from the past from filling the cannula attached after the need to prime the pump. The patient stated that she felt moderate dizziness and an unfocused feeling with the hypoglycemia. The patient stated that she self treated with glucose tablets and felt better. The patient stated that she is always unattached from the pump when she primes the pump when needed, she then had been attaching and filling the cannula with 0.9 units. Customer support completed troubleshooting with the following findings: the patient followed proper cartridge change techniques. The patient stated that the cartridges are not expired, she used different lot cartridges and has had recurring loss of primes. The patient cycles cartridge per IFU, stores in a bedroom, denied trauma to the pump, denied tugging at the tubing. She stated alarms were reviewed with previous representative and none found to be causing the loss of prime. This report is being made due to an alleged hypoglycemic event due to an allegation of recurring loss of prime.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows evidence of loss of prime warnings associated with non-zero low force. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period; no loss of prime was duplicated during this time. The force sensor calibration check showed the pump is not detecting the correct force. The pump cover and force sensor was removed for investigation. The force sensor resistance was found to be in specifications. No evidence of contamination, damaged or cracked force sensor traces observed. The force sensor pins were found to be seated and solder connections intact. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. The loss of prime complaint was verified in the black box but was not duplicated during the investigation.